Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200012 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer states that they have 14 visistat that failed during use. The staplers are misfiring and not closing properly. No injury reported.